Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates were unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done without anesthesia. According to the complainant, on (B)(6) 2020, a routine magnetic resonance imaging (MRI) was performed and it showed moderate rectal wall infiltration. There were no patient complications reported as a result of this event and external beam radiation therapy (ebrt) will proceed as scheduled on (B)(6) 2020.